Event description:
It was reported that the programmer kept rebooting when first powered on. Technical support (ts) had the caller disconnect all peripherals and then attempt connection to the (sdn). After the cancel button appeared the caller cancelled the sdn connection and allowed a long boot to take place. The caller then reconnected all peripherals and rebooted. However, the issue was not resolved. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).